Manufacturer narrative:
Investigation - visual inspection revealed no nonconformities with the device. There was evidence of blood on the device and some blood in the tubing. The device was tested to the vacuum weight test. The device was able to lift the weight w/o compromising the integrity of the foam seal bond. Based upon the findings of this functional test, the reported complaint "had no suction at the end of the cup" could not be confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the xp-4000 suction was weak and it would not hold. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.